Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose level went as low as 15 mg/dl. Customer advised that the insulin pump was dropped and paramedics arrived because they passed out on the floor. Customer advised this is the second time in 3 weeks that paramedics arrived. Troubleshooting for the weak battery alarm was performed. Customer was assisted in clearing the alarm. Customer treated their low blood glucose levels with glucose water. Customer advised their blood glucose dropped from 80 mg/dl down to 15 mg/dl in about 1 hour time. Customer advised almost 3 weeks ago they were going out and their blood glucose dropped from 80 mg/dl to 16 mg/dl within an hour once again. Customer advised the battery was out of the insulin pump and when they placed it back in they received battery out limit and weak battery alarm. Customer advised they also busted their leg open.